Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was not returned. (B)(4).

Event description:
Allegedly the knee was 19 yrs old and the poly needed to be changed due to wearing.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.